Event description:
It was reported when using the unspecified bd sstii vacutainer tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "the gel in the tubes did not separate properly." This issue was reported in a (B)(6) journal of medicine and health sciences titled "inappropriate positioning of separator gel in blood collection tube: a case report." 2022-04-08 additional information received: sstii tube was used, the patient had hyperproteinemia, recollection with a plain red top tube.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the unspecified bd sstii vacutainer tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "the gel in the tubes did not separate properly." This issue was reported in a malaysian journal of medicine and health sciences titled "inappropriate positioning of separator gel in blood collection tube: a case report." 2022-04-08, additional information received: sstii tube was used, the patient had hyperproteinemia, recollection with a plain red top tube.